Event description:
Customer called to report that an unidentified liquid was observed on the floor as well as inside the unicel dxc 600i synchron access clinical system at the bottom of the power supply/reagent compartment and the hydropneumatic compartment. Customer could not confirm the origin of the leak. On the following day, the field service engineer (fse) replaced and rerouted the gravity drain lines of the instrument and cleaned the cabinet of the hydropneumatic compartment. Customer stated that no erroneous patient results were generated as a result of the instrument issue. No effect to patients or instrument users was reported.

Manufacturer narrative:
The instrument issue was resolved when the field service engineer replaced and rerouted the gravity drain lines. (B)(4).